Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. Evaluation of the device observed the multifunction cable had been inserted into the test port upside down, causing damage to the multifunction cable connector, and preventing the device from recognizing a short. This report has been attributed to improper use of device by user. It was recommended to the customer that the multi-function cable be replaced. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.